Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified left forearm vessel. A 5.0mmx40mmx40cm sterling balloon was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.